Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine (3.0 mg/ml at 1.4987 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and postlaminectomy pain. It was reported a dye study attempt on (B)(6) 2017 was aborted due to inability to aspirate from the catheter and high concentration of morphine. The patient had increase pain. After decreasing the dose, a second dye study was done on (B)(6) 2017. Results of the study indicated a probable catheter migration by showing possible migration into the epidural space. The device diagnosis was catheter dislodgement. The decision was made to replace the catheter on (B)(6) 2017. The outcome was resolved without sequelae on (B)(6) 2017. The etiology was noted as related to the device or therapy and not related to the implant procedure. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.